Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation, a visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. After recalibrating the scale to default the simulated treatment was performed and completely without failures. The device passed mushroom head check. The device tested positive for glucose.

Event description:
A peritoneal dialysis nurse reported while the patient was training on the cycler, the cycler received the air detected in cassette message. The treatment was ended. When the cassette was removed, it was noted that fluid was leaking out of the cycler. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. After recalibrating the scale to default the simulated treatment was performed and completely without failures. The device passed mushroom head check and tested positive for glucose.

Event description:
A peritoneal dialysis nurse reported while the patient was training on the cycler, the cycler received the air detected in cassette message. The treatment was ended. When the cassette was removed, it was noted that fluid was leaking out of the cycler. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported while the patient was training on the cycler, the cycler received the air detected in cassette message. The treatment was ended. When the cassette was removed, it was noted that fluid was leaking out of the cycler. The cycler will be replaced.